Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that medical report confirming diagnostic test by MRI which showed "there is an intracapsular rupture of the right-sided implant. There is no peri-implant seroma or collection. We can see the known fibroadenoma in the right outer breast. There are no abnormal lymph nodes seen in the armpits or in the internal mammary lymph nodes". ¿fibroadenoma is not related to the device¿.device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: yellow particles on the surface of the shell observed.

Event description:
Healthcare professional providing medical report confirming diagnostic test by MRI which showed "there is an intracapsular rupture of the right-sided implant. There is no peri-implant seroma or collection. We can see the known fibroadenoma in the right outer breast. There are no abnormal lymph nodes seen in the armpits or in the internal mammary lymph nodes". Device has been explanted and replaced.